Event description:
The patient reportedly has experienced a decrease in performance. A CT scan ( date not given) confirmed proper electrode array placement in 2005, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's c1 device was functional. However surgery is to be scheduled to explant the patient's device.